Manufacturer narrative:
Correction: this complaint will be cancelled. This is a duplicate complaint of(B)(4), MDR# 9616066-2020-02540 that has already been reported.

Event description:
It was reported that as lvp 20d dehp 3ss cv was used and returned. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: unknown. It was reported that customer returned one used item 2426-0500 unexpectedly. Customer sent one used 2426-0500 (unexpected product). Attached to one used 250ml baxter bag, lot number: y339667, exp: oct21, 0.9% sodium chloride injection.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d dehp 3ss cv was used and returned. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: unknown. It was reported that customer returned one used item 2426-0500 unexpectedly. Customer sent one used 2426-0500 (unexpected product) attached to one used 250ml baxter bag, lot number: y339667, exp: oct21, 0.9% sodium chloride injection.